Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was restarting randomly while users were accessing it. The user reported that the area was a high usage procedural environment where medications were required urgently. The repeated restarts caused delays in the medication dispensing process. The devices affected by this event could cause a delay in access. However no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the station was restarting randomly while users were accessing it. A technical support specialist (tss) reviewed the system logs and monitored the station. The issue did not reoccur during monitoring. The customer provided permission for case closure. The system functioned as intended after the technical support specialist investigated the issue.